Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that perforation was observed on an echocardiogram for the right atrial (ra) lead from the original implant. Effusion was also observed and a tap was placed. The ra lead was removed and replaced by a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.